Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of symptoms/ae: 3 days post-procedure. It was reported that the patient underwent successful right internial carotid artery stent implantation in 2006. The patient previously had been on coumadin, but this was withheld since four days earlier, in preparation for stenting. Although she was instructed to take plavix post-procedure, it was never taken. Three days later, the patient presented to the emergency room complaining of numbness of the left hand and fingers and numbness of the left angle of the mouth, lasting 1/2 hour and then subsiding. On hospital admission, she had no neurological deficits. CT scan of the brain showed old right thalamic and left cerebellar infarcts. The neurology evaluation concluded, the patient had a transient ischemic attack (tia). She was treated with heparin and later switched to coumadin. The neurologist notes the next three days, that the patient continued to have no motor or sensory deficit. She was discharged home, two days later, with a diagnosis of tia. MFR medical advisors evaluated the patient outcome and determined that this was an ischemic minor ipsilateral stroke. No additional information is available. Capture 2 study event.